Manufacturer narrative:
An event regarding periprosthetic fracture involving a meridian tmzf was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Medical records received and evaluation. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported periprosthetic fracture determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that post-operative x-ray revealed a fracture about the stem. Opted to bring patient back to surgery, and remove stem, exchange poly and fem head. Performed open reduction internal fixation of periprosthetic fracture via dall-miles cables.

Event description:
It was reported that post-operative x-ray revealed a fracture about the stem. Opted to bring patient back to surgery, and remove stem, exchange poly and fem head. Performed open reduction internal fixation of periprosthetic fracture via dall-miles cables.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.